Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted, concurrently with a hernia operation and a vaginal prolapse. It was reported that following insertion the patient experienced pain and discomfort in lower back, pain and discomfort in pelvic area, pain and discomfort during intercourse. The patient underwent removal of ovaries approximately 2010. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent right ovarian cystectomy, posterior colporrhaphy and abdominal scrocolpopexy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, ventral hernia and urge incontinence. It was reported that patient underwent bard soft mesh implant on (B)(6) 2009.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent a removal of right and let ovarian and pelvic cysts with lysis of extensive adhesions, a right salping-oophorectomy and left oophorectomy on (B)(6) 2011. No additional information was provided.